Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp was inserted via the right femoral artery in a 64-year-old male with acute myocardial infarction and cardiogenic shock (ami/cgs), presenting in scai stage e shock. During device removal, the physician withdrew the pump without excessive force; a localized access site hematoma was observed immediately post explant. Hemostasis was achieved using perclose and angio seal, no surgical intervention was required, and no product damage was reported. The event was recorded as removal issues ¿ difficult/unable to remove, with no device involvement indicated; data download was requested and product return remains gfe pending. The patient was successfully weaned and survived to explant. The hematoma is most consistent with an access site¿related explant complication of large bore femoral closure rather than an impella device malfunction. Hemostasis was obtained with percutaneous closure devices (angle matching noted), the patient remained stable and survived, and there is no evidence of device performance failure.

Manufacturer narrative:
Updated information: d1 brand name updated. H6 med dev prob code changed to a24.

Manufacturer narrative:
Asae / hematoma : the cause of the access site adverse event was use related since hematoma resolved with angle match.